Manufacturer narrative:
RMA has not been initiated for this issue. Model 5890 serial number/date code (B)(4) is approximately 16 years of age. The user manual part number 1114836 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the foot section of the bed dropped down when he allegedly sat down at the foot of the bed. Injury is alleged.